Event description:
On three separate occasions 3/25, 3/27, & 3/29, a bird vip ventilator malfunctioned (3 different units) when the exhalation valve would not close properly causing the ventilator to malfunction. There were no adverse effects to the pt involved.